Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the electrode array dislocated due to cholesteatoma surgery. Subsequently. The device was explanted under general anesthesia on (B)(6) 2025, and the patient wasre-implanted with another cochlear device during the same surgery.